Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On 7/21/2015, information was received from a physician via psr (product surveillance registry) regarding a (B)(6) male patient receiving intrathecal compounded baclofen 342 mcg/ml (dose 375.78 mcg/day) , morphine 2.5 mg/ml (dose 2.7469 mg/day; primary drug in pump), clonidine 171 mcg/ml (dose 187.89 mcg/day), bupivacaine 2.8 mg/ml (dose 3.0766 mg/day) via an implanted pump in simple continuous mode. Pa (patient activation) dosing was enabled. On (B)(6) 2015, the patient experienced altered mental status, drowsiness, and hallucinations; the clinical diagnosis was it (intrathecal) medication side effects. The event severity was considered mild (did not interfere in a significant manner with the patient's normal functioning level). Actions taken included unscheduled office visit and the pump was reprogrammed on (B)(6) 2015. The event outcome was resolved without sequelae as of date 7/20/2015. 2015-08-02 e2 psr (sdy, hcp) additional information reported the concomitant medications were oxycontin, oxycodone, oxycodone-acetam inophen. Medical history was coronary artery disease, hypertension, hyperlipidemia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a product surveillance registry on 11-jan-2016 and it was reported that on (B)(6) 2015, the patient reported feeling "over medicated" and reported uncontrolled pain. Reprogramming was done on (B)(6) 2015. On (B)(6) 2015, the patient reported feeling "sleepy and dopey". On (B)(6) 2015, the patient reported hallucinations.

Event description:
Additional information later received reported that the etiology was related to intrathecal medication, specifically intrathecal morphine. Per the pump logs, the daily dose of the intrathecal medications were increased 9% on (B)(6) 2015. The pump delivered dilaudid intrathecal (1.0 mg/ml; 0.7096 mg/day), compounded baclofen intrathecal (600.0 mcg/ml; 425.75 mcg/day), bupivacaine intrathecal (25 mg/ml; 17.740 mg/day), and clonidine intrathecal (150 mcg/ml; 106.44 mcg/day). The patient activated (pa) dose was 0.0120 mg of dilaudid, 7.19 mcg of baclofen, 0.300 mg of bupivacaine, and 1.80 mcg of clonidine. A maximum of 10 doses were allowed in 24 hours and the doses were delivered over the course of 2 minutes.